Event description:
Related manufacturer reference number:2017865-2022-19656. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise. It was decided to remove the lead. During the procedure, it was noted that the right ventricular lead dislodged. Both leads were explanted and replaced. There were no patient consequences.